Event description:
Pt scheduled for d & c/hysteroscopy and therma-choice endometrial ablation. After the catheter was placed in the uterus by the surgeon, the heating up process was started after accepted pressure obtained. The machine alarmed and shut off signaling "overheat". The temperature had not gone to the normal temperature necessary for doing endometrial ablation. The surgeon removed the catheter and inspected it and it was noted that the catheter had a slow leak in the balloon that heats up with d5w. The catheter and water did not feel hot per surgeon. The surgeon then performed another hysteroscopy to inspect the uterus. Another catheter was opened and second attempt preformed without incident.